Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump had a no delivery alarm. The customer believed the alarm occurred while priming. The customer declined to troubleshoot. No additional information provided.